Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07771 / 07772).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to the stem subsiding. The surgeon indicated that the stem may have been too small for the patient's femoral canal. The surgeon attempted to replace the acetabular liner and leave the cup implanted; however, the surgeon experienced difficulty impacting the liner into the cup. The revision surgery was completed utilizing competitor acetabular components. It is unknown whether or not biomet femoral components were implanted during the revision procedure. There was a delay greater than thirty minutes experienced during the revision.